Event description:
It was reported that the procedure was to treat a tight lesion with 90% stenosis at the proximal left circumflex (lcx). The lesion was pre-dilated with an unspecified 3.0 x 10 mm balloon at 10 atmospheres (atm). The xience v 3.5 x 18 mm stent was positioned at the lesion and deployed 14 atm. Upon deployment of the stent, a distal end dissection was observed. No treatment was performed for the dissection and the procedure was abandoned at that time. There was no reported clinically significant delay during the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.